Event description:
A report was received that the patient had a post-operative wound infection at the ipg site. Symptoms of redness and swelling were noted at the ipg site. The infection was believed to be procedure related. The patient was prescribed keflex and bactrim antibiotics and was reportedly improving.